Event description:
It was reported that the patient developed a pocket infection. Their pacemaker system which includes the right ventricular left bundle pacing lead was removed and replaced with a leadless pacemaker system. The infection was labeled mrsa of unknown origin. There was no complication throughout the procedure. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Refer to add'l documents in i2k.